Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that dongle was not firmly attached to connector. Connector standoffs found to be loose. Reattached and tightened standoffs to connector. Secured dongle. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging system. It was reported that the dongle was no longer staying on the system. No patient was present.